Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was kinking as they attempted to insert it. It was stated that slight pressure was used but the doctor was able to make the tube work. There was no reported patient outcome.